Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and failed battery alarm. Customer's blood glucose was unknown. Customer stated the pump may have been exposed to moisture in the restroom ad when places a battery in the pump it says failed battery test. The customer stated the pump will not do anything. The customer was disconnected from phone and was never able to transfer to helpline.